Event description:
During the placement of synthes maxillo-facial self drilling screws into the burr hole covers, four screw heads broke off. The shaft of the screws were retained in the bone and it could not be removed. The screws that broke were five millimeters.